Event description:
During total hip arthroplasty, the threaded tip of a conical reamer, a reusable class I instrument, fractured and became lodged in the femoral canal. The surgeon created an access hole in the proximal femur to facilitate removal of the fractured tip. Surgery was completed without further incident.